Event description:
It was reported that the right ventricle lead exhibited high capture thresholds. No intervention was performed. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the right ventricle lead also exhibited impedance problem. The right ventricle lead was explanted and replaced on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and impedance problem were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead did not find any anomalies except procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information notes that the previously reported impedance problem was high pacing impedance.